Event description:
It was reported that "procedure was a growth rod lengthening. The left large connector was fractured. We removed it and replaced it."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.